Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cs100 and pump correlated, however, the a/p readings were not the same. Esp personnel explained to nurse that most bedside monitors analyze the arterial waveform over several seconds and display an average of the highest and lowest pressure points. Discussed the difference between systolic peaks and diastolic augmentation on an a/p waveform. Esp personnel had molly place the pump in standby to compare the bedside monitor pressure vs. The pump arterial pressure. The bedside monitor showed a reading of 115/45 while the pump was 70/50 with similar map. Nurse reported a clear dicrotic notch, assisted diastolic pressure lower than unassisted, and augmentation higher than systolic pressure. She re zeroed the transduced inner lumen and the pressure discrepancies between the pump and bedside monitor remained similar. Esp personnel attempted to have molly connect the external a/p source to the pump and the inner lumen to the bedside monitor to assess source functionality and cable integrity, however, the transducer connections were not compatible. Troubleshooting with a different a/p cable was suggested as part of continued evaluation. Molly stated she would attempt to locate one. Esp personnel reinforced the recommendation to guide treatment based on the map displayed on the pump and provided the iabp numbers game booklet for reference and education with the bedside team. No harm or injury to the patient was reported.